Event description:
It was reported the customer's blood glucose readings on their insulin pump would not match with their fingerstick readings. The customer also reported receiving no delivery alarms. Customer's blood glucose was over 180 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer declined to return their reservoir and infusion set for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.